Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and checked all the connections, which were reset, and the ventilator was found to be functioning as intended. No components were replaced.

Event description:
It was reported that during set up, a ventilator display was inoperable. There was no patient involvement.